Manufacturer narrative:
The replaced external portion of the driveline was returned for evaluation. The evaluation of the returned section of the driveline confirmed an issue that could have contributed to the reported interruptions in pump function. Approximately 12.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Removal of rescue tape repair revealed a tear in the outer silicone sleeve adjacent to the terminus of the distal end bend relief; however, no damage was noted to the underlying clear bionate layer. Breakdown of the metal braided shield was observed in several locations along the length of the driveline segment, which appeared consistent with over 2.5 years of use. Visual inspection of the underlying wires revealed that the brown wire was partially fractured adjacent to the nipple housing of the metal connector, which is consistent with the report that low speed alarms could be reproduced upon manipulation of the driveline at the metal connector. Further examination of the driveline found that the green wire was kinked and breached at approximately 4.5 inches from the metal connector, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline. If the exposed conductors of either of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 a low flow alarm occurred when the lvad system controller was connected to the power module. The patient was taken to the lvad clinic, and manipulation of the driveline near the system controller connection produced a low speed alarm. The patient was asymptomatic. The system controller log files and x-rays were submitted to the manufacturer¿s technical services for review. The log file confirmed multiple pump stoppage events. Review of the submitted x-ray images of the driveline confirmed at least two suspect areas. On (B)(6) 2016, the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.